Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 270um laser fiber was used in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl console with laser settings of .5 joules x 1 hertz with a total energy used of 0.5 joules. According to the complainant, during procedure, the laser fiber broke during use; no detached pieces fell inside the patient. The broken fiber was removed from the scope and the procedure was completed with another lighttrail 270um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a lighttrail 270um laser fiber was used in a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was an auriga xl console with laser settings of .5 joules x 1 hertz with a total energy used of 0.5 kjoules. According to the complainant, during procedure, the laser fiber broke during use; no detached pieces fell inside the patient. The broken fiber was removed from the scope and the procedure was completed with another lighttrail 270um laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Additional information received in investigation results: lot number 21574523. Investigation results: one lighttrail single use 270um laser fiber was received for evaluation. Visual analysis revealed that the fiber was broken and measured approximately 256 cm. The remainder of the fiber including the distal tip was not returned. The condition of the returned device confirms the event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.